Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device experienced a frozen blue screen and appeared offline in rss. Customer troubleshooted with reboot but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the system displayed a frozen blue screen. A field service engineer (fse) booted the station with the network cable disconnected, and once the medapp launched, a drawer failure icon appeared for tower door 4. All eight tower doors had been manually unlocked, and tower door 4 had been triple humming, so the latch was replaced. Behind tower door 4, two IV bags had been preventing the plastic bin from seating properly, which caused the plexiglass door not to close flush. The fse confirmed that customer logged into medapp and recovered tower door 4. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a frozen blue screen and appeared offline in rss. Customer troubleshooted with reboot but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.